Manufacturer narrative:
The model# (d4) was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer was trying to download readings from his contour xt and stated none of his readings were in meter memory. No adverse event was alleged. The customer was asked to return the meter for investigation. A new one was sent to him.